Event description:
It was reported that during the removal of a wound drain that had been placed following a bilateral pelvic lymphnode dissection and radical prostatectomy, the drain broke and along piece remained in the pelvis. The dr attempted to remove via cystoscope and thru track to no avail. An open procedure was required to remove the broken portion of the drain.